Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g1.

Event description:
Healthcare professional later reported "capsular contracture baker grade IV".

Event description:
Healthcare professional reported "exchange due to the patient's concern with the product" and "deflation". Later, healthcare professional reported "capsulotomy was performed on the right along the base, except completely laterally and inferiorly and then cross hatched to the front because it was contracted". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade unknown

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, observed broken of the plug strap and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange due to the patient's concern with the product" and "deflation". Later, healthcare professional reported "capsulotomy was performed on the right along the base, except completely laterally and inferiorly and then cross hatched to the front because it was contracted". Later, healthcare reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted and replaced.